Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as: 2134265-2015-03238. It was reported that a guide wire fracture occurred. A 1.50 rotalink¿ burr and a 330cm rotawire were selected for treatment. During platforming of the rotablator, the wire snapped in half and the wire broke. The procedure was completed with a different device. No patient complications were reported and the device never went inside the patients body.